Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited failure to capture, high capture threshold, and r-wave amplitude variation. As a resolution programming changes were made. Patient was stable.